Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report# 3005099803-2008-07297 for details regarding the first device. According to the complainant, during an endoscopic retrograde cholangiopancreatography procedure the physician was not happy with the bowing of the ultratome device. The procedure was completed with another ultratome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Bowing of device. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.